Manufacturer narrative:
During follow up the customer stated that they continued to have erratic readings and corrections taken with the pump did not bring bg levels back down to normal. Customer requested that the pump be replaced. A replacement pump was shipped, however the customer was advised that there was no indication that the pump was not operating as intended.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 187 mg/dl. Customer treated elevated bgs by delivering a correction bolus with the pump. System check was performed with tandem technical support, and the pump performed as intended. During follow up the customer reported that bg levels had increased to 253 mg/dl. Customer will change infusion set and cartridge.